Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the front response button switch was defective. The cause of the non-functional response buttons is the defective switch. The root cause of the defective switch cannot be positively identified. No adverse event resulted from the damaged electrode belt or monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.